Manufacturer narrative:
(B)(4). The serial number was not provided by the user facility therefore the date of manufacture and device service history is unknown.

Event description:
A report was received stating a ventilator did not deliver set volume parameters to a patient. The reporter indicated the patient was not able to tolerate delivered volumes. The ventilator was reported to "pop off" at very low pressures. The device was reported to be replaced with a similar ventilator without harm to the patient. There is no death or serious injury associated with this event.